Event description:
It was reported that prior to the start - post-anesthesia of a da vinci-assisted partial nephrectomy  surgical procedure, customer was having a repeated fault on universal surgical manipulator (usm) 2 and they were not able to recover from. Customer also stated usm 2 was on a weird position compared with the rest of usms. Before calling technical support, they had rebooted the system several times without success. Technical support engineer (tse) reviewed error logs and found error 23007, 26015, and 22028 pointing to usm 2 tornado axis. Tse made a video call to clarify usm 2 position and performed a power cycle, including emergency power off (epo), without success. Tse informed customer that they could disable usm 2 to continue with procedure using 3 arms if clinically possible. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) 2 and distal set-up joint (suj) were replaced after error 22028 confirmation; via log review. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usm2 and distal suj were analyzed having the following findings: (distal suj): upon visual inspection, no issues were found related to the reported event. The distal suj was installed onto a known good system where no faults occurred in normal mode and the unit functioned as expected. The unit was then tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. System logs confirmed error 22028, indicating that the manipulator failed the power-on-self-test more than a specified number of times. This was coupled with error 23007, indicating that the servo system was unable to control the arm within expected tolerances during the wiggle test performed after homing, pointing to the suj tornado. (Usm2): upon visual inspection, no issues were found that would be related to the reported event. System logs confirmed the related error 22028 occurring in the field, indicating the usm failed the power-on-self-test. The unit was installed onto a known good system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where friction very slow, friction speed low and friction speed high were found to be failing on the yaw and pitch axis. Once testing was completed, the yaw and pitch motor modules, harmonics, and yaw/ pitch housing flat flex cables (ffcs) were verified as the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty yaw/pitch/tornado motor module in the usm2. Other contributors also found are failures on the yaw and pitch harmonic drives and the housing flat flex cables. These failures were found to be the source of friction issues which caused error 22028, 26015 and 23007 to be triggered by the system at the start-up.